Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. A bolus was delivered to address bg. Pump system check found no issues with the pump. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.